Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a missing component of the transfer set. This event was identified during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a missing tip protector for transfer set female connector. The reported issue was verified. The cause of the condition is manufacturing related. A batch review was conducted and identified nonconformities in a subsequent batch (h18a30062) that may be related to the complaint. Should additional relevant information become available, a supplemental report will be submitted.